Event description:
Two endeavor sprint drug eluting stents were implanted in the lad during the index procedure. An angiographic complication of lateral branch occlusion occurred during the index procedure.

Manufacturer narrative:
Results and conclusions: (occlusion). (B)(4).